Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: drill bit tip broke off. Probable root cause: design: improper raw material selection. Insufficient assembly design. Hard stop not designed correctly. Guide mouth does not stabilize guide during drilling. Manufacturing: improper assembly. Incorrect raw material used. Guide or drill not manufactured to specification. Application: use of excessive force. H3 other text : 81.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.